Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported deflation. The device remains implanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, crack opening in valve, linear opening with striated edge, nicks with striations. Based on the device analysis, the final assessment is: a curved striated opening assessed as surgical damage. A crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Device has been explanted.